Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. For treatment, the patient was given antibiotics, insulin and fluids. The patient was prescribed omeprazole. The patient's white blood cell count was elevated and patient was vomiting. The pod was worn on the arm and then was discarded after removal. The patient was discharged after 3 days.